Event description:
Patient o2 levels and de-saturation occurring as the result of the equipment -care fusion-venturi mask devices #001255 - being incorrectly assembled for use in pt care. The issue was identified in the packaging which says "attention: see instructions for use" but there are no instructions in the packages. Company rep acknowledged that the instructions should have been in the packaging. Instructions were sent to mmc by the company. Product complaint submitted by company rep (B)(4). Respiratory therapy assessed all pts with this therapy currently in place to confirm correct assembly of each unit.